Event description:
While using a byte night aligners, patient reported that their top aligner are pushing up on their gums and have caused tears in their gums. This is a serious issue and patient is reaching out to their dentist to see if they should continue treatment. Patient has even filed down their aligner to stop the cutting/irritation but they report that they are missing a piece of their gum.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.